Event description:
It was reported that during a pulmonary benign nodules procedure, the device could not be fired at the 3rd stroke of 2nd firing. Furthermore, the device could not open with release button. The surgeon had to cut a small incision to remove the device. Then changed electric scalpel plus hand sewing to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Disengaged closure trigger spring and incomplete-interrupted cycle the device was received for analysis with the clamping mechanism damaged and with a cartridge reload loaded on the device. The reload was received partially fired. No functional test could be performed due to the condition of the device. However, the returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.